Event description:
It was reported that this brady lead was a case of attempted implant guidewire had gone through the lead tip. This lead was replaced with the different model. No adverse patient effects were reported.